Event description:
It was reported via repair work order that the power cord was missing ground prong and motion interrupt pan was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.